Event description:
It was reported that the patient expired. The patient was presented to the hospital for worsening congestive heart failure symptoms. The patient had acute kidney injury and lactic acidosis and septic shock vs cardiogenic shock. The patient was volume depleted despite edematousstatus resulting in hypotension requiring IV bolus and levophed drip and renal to initiate dialysis. The patient suddenly developed asystole and was resuscitated per protocol for roughly an hour until he was pounced deceased.